Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 43 mg/dl. The customer was treated for the low blood glucose with two glasses of orange juice then played soccer. The customer stated they will monitor their insulin pump for any issues.